Manufacturer narrative:
UDI number: (B)(4). The valves remain implanted in the patient and are not available for evaluation. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 thv. The patient screening manual instructs the operator on proper aortic valve and root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. Per the instructions for use (IFU), central regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to central regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest/indicate in additional to the procedure itself, patient factors (bicuspid valve, valvular calcification) may have contributed to the worsening pvl two months post valve implant. Procedural factors (over dilation of the valve) likely contributed to the central leak during the re-dilation of the valve and the subsequent placement of a second sapien 3 valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported, a 26mm sapien 3 valve was successfully deployed in the native bicuspid aortic valve via the transfemoral approach. No issues were reported during the index procedure. Two months post deployment of sapien 3 valve, moderate to severe paravalvular leak (pvl) was observed. The patient was taken to the hybrid room for re-dilation of the valve with a 26mm non-edwards balloon. Post re-dilation of the valve, the pvl was reported to be moderate. The valve was then re-dilated with a 28mm non-edwards balloon, resulting in central insufficiency/leak. The decision was made to perform a valve in valve procedure. A new 26mm sapien 3 valve was implanted in the existing valve. Post valve in valve, the central leak was resolved and the pvl was reduced to trace. Both valves remain implanted in the patient. The native annular diameter measured 22.6mm x 28.6mm by CT with a valve area of 517.9mm2. Valvular calcification was reported at the time of the index tavr procedure.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.